Event description:
The report received from another country indicated a physician experienced balloon leakage during a percutaneous coronary intervention. The target lesion was de novo, moderately calcified and moderately tortuous with 90% stenosis. Radial approach was used for the procedure and the vessel was predilated after crossing the lesion with a guide wire. Intravascularr ultrasound was conducted and a 3.0 x 13mm cypher stent was deployed at the target lesion. Pressure was applied to implant the cypher, but there was no pressure increase. Coronary angiogram showed the balloon was not inflating. The physician retrieved the cypher and inflated it outside the pt; he noted contrast media leaking from the distal end of the balloon. The procedure was completed by implantation of a different 3.0 x 18mm cypher, there was no report of injury to the pt.

Manufacturer narrative:
This product is distributed outside of the united states. However, it is similar to the product distributed in the united states. The device is available for eval but has not yet been received. Add'l info will be submitted within 30 days upon receipt.